Event description:
Physician could not get the stent to go where he wanted it to go so when he was removing the system, the stent became dislodged from the balloon. The physician was able to remove the stent and stent delivery system from patient. No harm to patient.